Event description:
It was reported that during a laparoscopic gastric adjustable band procedure, the inner seal peeled apart from the edges while a lap sponge was being pulled through the trocar, no pieces fell into the patient. This was the working port to pass the band through and the band had already been passed through the trocar. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.